Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient had four episodes that appeared to all be supra ventricular tachycardia (svt), but wavelet on the implantable cardioverter defibrillator (ICD)álled two of them monitored ventricular tachycardia (vt) and the other two monitored svt events. The episodes fell into the monitor zone and not the therapy zone. The ICD remains in use. No patient complications have been reported as a result of this event.